Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon broached the proximal femoral with the provided restoration ha broach up to size 8 for a press-fit size 8 restoration ha coated stem, distally 12mm. When the surgeon tried to implant the opened implant, he found the stem implant to be of a small measurement than the broach, even though the implant is press-fit- as trials or broaches for pressfit stems are usually about 0.5mm smaller than the implants themselves. As the stem implant is too small for the prepared site for any form of fixation, another bigger sized implant, size 8, distally 14mm was used to get distal fixation. The surgeon had to plug a piece of bone in proximally to prevent toggling of the stem.